Event description:
It was reported through a user medwatch that "a doctor used sodium chloride (nacl) as lubricant to retrieve a dermatome. The doctor said the skin pulled and tugged and it felt as if the blade was skipping. The wound, about 2.5" x 2.5", looks choppy. The doctor took out the blade to examine it, reloads it again and attempted to use it again on the pt's right thigh, next to the first attempt. He felt it was skipping again. The wound was 2.5" x .5" and looked choppy as well. He opened a second blade and used mineral oil this time. A tongue depressor was used as a straight edge instead of the zimmer plastic carrier. This time the blade cut well. The doctor was concerned about the first two wounds causing a scar." Add'l info received through a zimmer sales rep. Indicate that "the blades with this lot number failed 5 times in the last 3 weeks causing injury to pt."

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.